Event description:
During bypass, increased inlet pressure of the oxygenerator (pre-membrane pressure) was noted. The unit was changed out during the case with no patient complication reported.

Manufacturer narrative:
H3 analysis: device received in manufacturing for inspection on 01/24/2006. Product evaluation and functional testing confirms the reason for return; the unit does not meet performance specification for pressure drop, as reported by the user. Results of product visual inspection show no obvious signs of physical damage and the unit is bloody. The device was decontaminated and sent to the r&d lab for performance testing. The device operated according to performance specification for gas transfer, but did not meet functional specification for blood side pressure drop. Conclusion: reduced device performance occurred and was related to the reported event.